Event description:
A hemodialysis user facility has reported the following incident: heparin line separated from the arterial line causing blood loss. Facility has been contacted where the rn reported that the patient had completed 20 minutes of dialysis when the line separated. The patient lost the blood in the set and some blood was on the floor. The total blood loss reported for the event was estimated to be 250 ml. The patient did not require any treatment as a result of this incident. The pt did not complete the dialysis with use of a whole new set without further incident. The sample has been saved for an eval.

Manufacturer narrative:
Device history lot review: results of the device history record review of this product (03-2622-3), lot (09lr01123) was reviewed and the following was found: the assembly of this product did not have any documented ncr's, reprocess or deviations associated with the complaint. All the applicable in-process and final inspection tests were conducted in order to ensure product integrity and were documented with applicable results. The lot numbers of the material were tracked to confirm if the component involved in the complaint had a non conformance report (ncr) and none were found. The involved equipment was found with the maintenance according with respective sop's and no failures were reported during the assembly process. The operators were monitored according to DHR and in the involved employees in the assembly of the product were trained and the results were acceptable. Sample analysis: during visual analysis, it was observed that tubing has minimum solvent residues and it was observed that the red "t" connector did not have solvent residue. Conclusion: the complaint is confirmed. Corrective action: no other corrective action will be taken at this time. This is the first complaint reported with this defect using the new process. The new assembly module has been restructured from the previous assembly process module, considering the improvements that were made to the previous module. Also no non conformance has been reported related to this defect with this new process. However, fmc will inform the personnel involved in the assembly process. Fmc na will continue to monitor and trend.